Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush manifold and microswitch were recommended for replacement to resolve the issue. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5174573: "apl valve was not releasing airway pressure in bag mode. Patient was spontaneously breath; apl valve was set at minimum and rebreathing bag had to be removed to release airway pressure to prevent potneital barotrauma to patient. Hospital bio med called ge. It was decided between different departments to replace o2 flush manifold and microswitch. Machine was tested and performed all calibrations. Machine relased back into service."